Event description:
The patient contacted animas on (B)(6) 2012 reporting a hospitalization in (B)(6) 2011 with diabetic ketoacidosis. The patient reported disconnecting from the pump due to moisture ingress but did not have a back up treatment plan in place. The patient reported that the hospitalization occurred while off the pump using an inadequate back up plan. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis related to an inadequate back up plan after discontinuing the pump.

Manufacturer narrative:
Device evaluation: this complaint occurred with alert date 10/29/2012, after the pump had already been returned and investigated by product analysis for a previous complaint on (B)(6) 2011. The pump was no longer available for testing, the following findings are from the original investigation: the pump history from the time of the investigation revealed that the total daily dose history added up correctly and reflected the pump¿s programmed basal rates. Full testing of the complaint was unable to be completed due to the pump being unavailable for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.